Event description:
It was reported that the patient had an MRI of their head done 8 days ago and the MRI was not related to their device or therapy. During the MRI, the patient felt an electric shock where the device was located so the pressed the button and stopped the MRI. The MRI facility stated they would not continue with the MRI. The MRI facility did call the manufacturer for guidelines and initially they were told the machine they were going to use was not ok, so they sent the patient to a different machine that would be ok. The patient did not turn the implant off for the MRI because the MRI facility told them they did not need to turn it off for the MRI. The patient wanted to know if there could be any damage to their device because this happened. The manufacturer representative was unsure if the patient's stimulation was currently on. The clinician may call in to discuss the appropriate verbiage for the patient. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The components involved in the event were the implantable neurostimulator (ins) and the lead. The troubleshooting done to provide insight to the issue was reprogramming. The imaging company stated that they called the manufacturer prior to imaging, but they were not instructed to turn the unit off. The patient experienced a shock around the bladder area 10 minutes into the imaging that lasted 2 to 3 seconds. The health care provider (hcp) checked the device and amplitude was increased to 0.65v on program 2. The patient reported feeling stimulation without pain. Patient education was reinforced to turn the device off during imaging. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0nbg6, implanted: (B)(6) 2014, product type: lead. (B)(4).